Manufacturer narrative:
Examination was not possible, as the device will not be returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
During a meniscus repair it was reported that when the surgeon was going to fire the second implant it did not hang on to the meniscus and the suture came out through the penetrating hole. The device was missing t2. The surgeon took everything out of the patient and used a backup device and it worked fine. No patient injury was reported.